Event description:
It was reported that a patient underwent a sling procedure on (B)(6) 2023 and mesh was implanted. On (B)(6) 2023, moderate slightly increased amount of residual urine was noted. Sling loosening was performed on (B)(6) 2023 and the event was recovered/resolved without sequelae. On (B)(6) 2023, moderate tape exposure was noted. Unspecified drug therapy was provided. Additionally, the tape exposure was removed in local anaesthesia and it was sewn over with vicryl 3.0. The event was recovered/resolved without sequelae as of (B)(6) 2024. Both events were reported as not related to the study device, but having a causal relationship with the study procedure. Additional information has been requested.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's demographic information including gender, weight, bmi at the time of index procedure name of index surgical procedure? The diagnosis and indication for the index surgical procedure? Were any concomitant procedures performed? Other relevant patient history/concomitant medications? What was the initial approach for the index surgical procedure? Were there any intra-operative complications? Please provide the mesh exposure location, symptoms and diagnostic confirmation. Describe any medical/surgical intervention for the exposure including dates and findings. What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Surgeon¿s name? Facility name? Country of event? Product code and lot number? To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6. Additional information received: adverse event term: slight vaginal discharge start date: (B)(6) 2023. End date: (B)(6) 2024. Severity: moderate. Relationship to study device: not related. Relationship to primary study procedure: causal relationship. Intervention/treatment: non-surgical procedure, therapy, or intervention: yes. Specify: tape exposure was removed in local anaesthesia an it was sawn over with vicryl 3.0 outcome: recovered/resolved without sequelae updated information received: adverse event term: tape exposure: tvt tape minimally exposed.